Manufacturer narrative:
H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: pharmacy department (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused after use of the device. It was stated that not all of the medication infused. The device had been filled with 2172mg fluorouracil in 0.9% sodium chloride to a total fill volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.